Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Other, other text: additional information: a1, b5, and h6 ( health code). Device evaluation: one cadd solis vip pump was returned for analysis. The downstream sensor pressure range test was performed and the test failed past the specification of 28 psi. The sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed the pressure test. No adverse effects were reported.